Event description:
Pt, who was introduced to an induo insulin doser in 2001 for type ii diabetes, reported that they experienced elevated blood glucose levels and a seizure in 2003 while using the device in question. The device would not power on. The pt awoke at 06:30 without any symptoms. Their blood glucose level at that time was 218 mg/dl and they administered 10 units of humulin r insulin from a vial. They ate toast and drank coffee for breakfast and went to the bus station. The pt stated that while waiting for the bus they started to crave sugar. They entered a general store and purchased grapefruit juice, at which time their hands began to shake. The pt attempted to measure their blood glucose level, however the induo meter would not power on. They tried the push button to see if that would work and they noticed that the insulin did not dispense. They lost consciousness in the store and was taken to the emergency room (ER) via ambulance. In the ER their blood glucose level was 800 mg/dl and they were diagnosed with a seizure. The pt was unable to provide any treatment details. The blood glucose level normalized and pt was transferred to a second hospital where they were treated with subcutaneous injections of lantus and humulin r insulin, which were administered with conventional insulin syringes. The pt was discharged and they have been administering 55 units of lantus insulin for blood glucose levels over 250 mg/dl and humalog insulin on a sliding scale with conventional insulin syringes. They did not make any changes to their diet or activity prior to the onset of the events. The pt indicated that they were able to successfully perform the air shot with the induo and they have not experienced any difficulty with the doser in the past. They received training on the use of the induo from their physician in 2001. Prior to the events they injected their evening dose of lantus with the doser. The pt underwent a kidney transplant in 2001. They have a history of erratic blood glucose levels but they are unable to provide any hba1c levels. They do not have a history of any seizures or neurological disorders.